Event description:
The complainant reported a balloon burst. The length of time the device was in use is unk.

Manufacturer narrative:
(B)(4). Abbot nutrition standard procedure includes attempting to obtain all required information from the source.